Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of shortness of breath and fatigue. Upon interrogation it was noted that the pacemaker had reached end of life (eol) status approximately one month earlier. The clinician stated that the patient was seen three months prior where the magnet rate was 90 paces per minute (ppm), however the device battery status still indicated two years remaining. Boston scientific technical services (ts) was consulted and discussed that the magnet rate and years remaining did not match. Ts also stated that 90 days prior to the pacemaker declaring eol would have been before the previous device interrogation, thus the pacemaker should have indicated elective replacement indicator (eri) at that time. Ts recommended replacement and return of the device. A procedure was performed where the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.